Manufacturer narrative:
Conservative filing even though it unknown if this is a bd product. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It was reported that bd unknown pivc the following information was provided by the initial reporter: pt arrived back to room from CT. Pt reports CT told him IV line in left ac was not working. Line filled with back flow of blood, attempt to flush met with pain and resistance so immediately stopped attempt. Line dc'd and IV catheter tip appears frayed/damaged with bends noted in body of catheter. Catheter shown to provider, charge nurse, and anm kory. Provider rounded with patient and family to inform of occurrence. Staff unable to determine what length of catheter should be as line was placed by ems. IV catheter given to anm kory.

Manufacturer narrative:
Investigation results: as no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
No additional information.